Event description:
Baxter received a customer complaint involving a ruptured reservoir on an intermate pump observed when the device was being filled with an unk volume of infectofos and 0.9% nacl. No injury or med intervention was reported as resulting from this incident.